Manufacturer narrative:
This event was determined to be supplemental information, and the investigation findings will be reported under MFR # 2916596-2024-04209.

Event description:
It was reported that an 81 year old male patient with a history of ischemic cardiomyopathy and end stage heart failure was successfully implanted with a heartmate3 lvad. One hour post operatively, the patient developed cardiogenic shock. Patient was noted to have incessant low flow alarms at 0.5-0.8 l/min. ECG showed inferior wall stemi. Urgent bedside transesophageal echocardiogram (tee) revealed severe right ventricle dilation and leftward shift of interventricular septum consistent with rvf. Given the inferior stemi, there was a high suspicion of air embolism caused by intradevice pump activation intraoperatively. High dose vasopressors were started but the patient continued to have elevated central venous pressures in the 20s. Heartmate 3 lvad speed was decreased to 4500 rpms, flolan infusion was increased and a dobutamine infusion was added. Subsequent tee showed dramatic improvement of right ventricular systolic function and more midline interventricular septum with decreased central venous pressures and improved flows at 3-3.5 l/min.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.